Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump problem- red alarm. Patient harm: no. Infusion stopped: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a mechanical hardware failure. Device displayed a red pump service alarm after starting up. During start up, the air compressor sounded as if it was struggling to operate correctly. The device was opened to inspect for internal damage and perform testing on the pneumatics system. The screw mounts for the main pcba on the front housing are damaged. Damage was also identified on the lvp handle. The pneumatics system failed both the recharge test and the hardware test. The installed air compressor was swapped out with a new compressor. The pneumatics system was able to pass testing without failure. The original air compressor was installed back into the device and a new air compressor will be installed during repairs.